Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. Unit received and placed unit under microscope and found corrosion damage inside the female connector, and at the connector pins. Also visually found low spring contact at the connector pins# 1. In conclusion, unable to perform functional test, rf/ble/downgrade/association/accuracy test due to the physical damage. The customer complaint of communication and led anomalies could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported they had a sensor that failed. And receives sensor signal not found. Also mentioned that there might be a problem with the transmitter. The customer mentioned blood glucose value was 50 mg/dl. The customer was treated with a carb intake. The event involved product(s) mmt-1884l, mmt-332a, mmt-378a, mmt-7040ma, mmt-7841zn. Troubleshooting was partially performed. Confirmed transmitter serial number was programmed in the pump. The customer requested to run the test plug procedure. No damage reported to transmitter. The led light did not blink when connected to the tester or when removed from the charger after it was fully charged. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-1884l, mmt-332a, mmt-378a, mmt-7040ma. The customer will discontinue using the transmitter. Mmt-7841 was requested and the customer response was that the device will be returned.